Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found.

Event description:
It was reported that during a device change-out for normal battery depletion, when the new device was connected to the patient's existing right ventricular [rv] lead, the device did not start to pace. Measurements taken with the previous device and analyzer were normal. After several attempts with no pacing at all, the physician requested a different device. Pacing was normal with this device; thus, it was implanted. No patient complications have been reported as a result of this event.